Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5091870 that a female patient underwent a breast surgery with unspecified mentor gel breast implants on (B)(6) 2014. The patient reported that shortly after implantation, she began to experience the following symptoms: cramps in her legs and toes, fits of rage, memory loss, difficulty completely simple tasks, constant numbness, blurred vision, severe migraines, and hair loss. Due to her symptoms, the patient reported that she became unable to work. As a result, the patient underwent bilateral explantation on (B)(6) 2019. The patient reported that her hair began to grow back, her ability to think improved, and her cramps and fits of rage have ceased. However, the patient stated that she developed neuropathy tremors. No device issues such as rupture were reported. This report is for the patient's right-sided device.